Manufacturer narrative:
This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during a diagnostic endoscopy procedure, the evis exera iii xenon light source gets too hot and often displays a e101 (temperature switch error) error message. There was no dust, and the lamp was half full. The intended procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, a non-reportable phenomena such as the device heating up frequently was confirmed. The reported event related to the e101 error was confirmed. Also, poor status related to the contact pin was identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e101 error and poor status related to the contact pin could not be identified. However, it¿¿s likely the cause related to the e101 error is associated with a faulty cooling function of the lamp and power supply. Also, it¿s likely the cause related to the poor status associated with the contact pin is due to dust and debris adhering to the output connector. Olympus will continue to monitor field performance for this device.